Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery, when the lens was inserted into the eye, the lens noted to be split and have a crack in it in the central area when it was unfolded in the eye. The lens was exchanged in a same procedure. The second iol was fine with no splits using same cartridge an introducer. Additional informational has been requested and received stated that lens exchange was performed immediately.